Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. The provider made multiple attempts to contact patient and reported "assuming it is better since she has not returned our calls."

Event description:
On first placement patient felt a sensation running down her arm. The operator terminated energy delivery and proceeded to the next placement, completing the procedure without incident. Patient called the clinic 3 weeks later complaining of shooting pain, muscle weakness in hand and fingers. The patient did state it had gotten better in the 3 weeks post treatment.